Event description:
Information received from the field notes that the device could not be interrogated. Also reported was that the patient had undergone a second hip replacement surgery three days following pacemaker implant. Operating notes placed behind the shoulder (scapula)." The patient's intrinsic rate was above the pacer's base rate.~~~~~~~